Manufacturer narrative:
One device was returned for investigation with no physical damage to the device. Functional testing occurred and confirmed the reported complaint. A defective main board caused the reported problem. The main board was replaced and the device passed all functional tests. The product's history records were reviewed and there were no non-conformance's nor service-related issues that would have resulted in the reported complaint.

Manufacturer narrative:
Other text: d4: UDI number is unknown. B3: date of event is unknown, no information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported the device has no sound including beep. It is unknown if there was patient involvement and no adverse patient effects were reported by the customer.